Manufacturer narrative:
(B)(4). Device passed the displacement. Device received with cracked reservoir tube lip, cracked reservoir tube window and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she was cleaning and banged up on the corner of the table and the insulin pump had two cracks: one on the left bottom of lip of the reservoir and at the below right of the left button across the reservoir. She also reported that there was a physical damage to the insulin pump's reservoir lip ring and the reservoir was not able to lock into place when inserted inside the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.